Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: unknown. Device manufacture date: unknown. Results: bd received actual sample from customers facility. The returned sample was evaluated and the customer's indicated failure mode for a rubber sleeve falling off was confirmed by bdj. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: unconfirmed complaint. An absolute root cause for this incident cannot be determined as bd was not able to locate the lot# of the defective sample.

Event description:
It was reported that the rubber sleeve fell off and blood leaked from a 21 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and pre attached holder. No serious injury, blood to mucous membrane exposure or medical intervention was reported.